Event description:
It was reported that one week post a dialysis catheter placement procedure, the crimping or deformation occurred allegedly on the extension leg at the ex-clamp site. It was further reported that the tube allegedly bend at the clamp site. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. One video was provided for review. In the video, the clinician is holding an implanted dialysis catheter in which the clinician connects the syringe with the blue luer and started aspirating the blood and a kink was noted in the extension leg where the clamp was located initially. Therefore, the investigation is confirmed for the reported deformation on the extension leg at the ex-clamp site. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one week post a dialysis catheter placement procedure, the crimping or deformation occurred allegedly on the extension leg at the ex-clamp site. It was further reported that the tube allegedly bend at the clamp site. There was no reported patient injury.